Manufacturer narrative:
Additional information: a2, a3, a4, b5corrected data: b5in the initial medwatch report, it was reported that when the device broke, shards had to be removed from the patient. However, additional information was provided stating that the device broke but there were no shards. The tip of the device remained intact.

Event description:
Additional information was provided from the user facility. They stated that the device was being used to perform a cystoscopy with stent removal. While inside the patient, the grasper broke. However, there were no shards. The tip of the device was intact. There was a two minute delay to obtain a different stent grasper. There was no injury or impact to patient.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined. Device not returned.

Event description:
Olympus received a complaint from a user facility stating that during a procedure, the grasper broke inside a patient. The shards were recovered and there was no patient injury that was reported. The user finished the case with a different grasper and there were no further incidents or issues with the procedure. Additional information has been requested but not yet received.